Event description:
It was reported that during a follow up in clinic, lead dislodgement was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the dislodgement was suspected to be due to twiddler's syndrome.